Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The peritonitis was manifested by cloudy fluid. The breach in aseptic technique was further described as "break in aseptic technique by the patient (unspecified and unknown) and non-compliance of the patient during pd therapy". The day following the cloudy fluid observation, the patient was diagnosed with peritonitis and was hospitalized for the event. The same day, the patient began treatment with intraperitoneal (ip) injection of vancomycin (1 gm, every 5th day), ip injection of meropenem (1 gm, daily) and ip injection of amikacin (125 mg, daily) for peritonitis. Dianeal therapy was ongoing. At the time of this report the patient remained hospitalized, antibiotic therapy was ongoing and the patient was recovering from this peritonitis event. The same day as hospitalization the patient was retrained on the proper aseptic technique. No additional information is available.